Manufacturer narrative:
The meter and strips have been requested for return. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 7:00 pm, the result for the patient was 514 mg/dl. A minute later, the result from accu-chek inform ii meter serial number (B)(4) was 356 mg/dl.

Manufacturer narrative:
The customer returned more than 12 test strips. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. All testing with the returned strips produced acceptable results and no strip defects were observed. The meters were returned for investigation and tested with retention materials and quality controls. Control ranges: level 1: 1.7-3.3 mmol/l. Level 2: 14.5-19.6 mmol/l. Results: meter serial number (B)(6): level 1: 2.6, 2.5, 2.5 mmol/l. Level 2: 17.0, 17.2, 17.2 mmol/l. Meter serial number (B)(6): level 1: 2.5. 2.5, 2.5 mmol/l. Level 2: 17.0, 17.1, 16.9 mmol/l. All results are within the acceptable range. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Medwatch field d4: expiration date was updated.